Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Approximately 14 months later it is reported that the patient died. Investigator assessed the death event was not related to the device, procedure or paclitaxel. Cause of death unknown.

Manufacturer narrative:
The patient suffered a tumor of the nasopharynx which was treated with radiotherapy. The outcome was the previously reported death.

Manufacturer narrative:
Results and conclusions: (cardiac). (B)(4).

Event description:
The patient death occurred two days prior to that previously reported.